Event description:
A us distributor returned a monitor indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor displayed a code 102 - charge profile fault. Upon evaluation, the r45 resistor was open. The cause of the open resistor is excessive current. The cause of the excessive current is broken negative leads on high-voltage capacitor c22 on the defibrillator board. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the defective monitor.